Event description:
Per the clinic, the device was explanted (specific date not reported) due to pain/non-auditory sensations. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.